Manufacturer narrative:
Method: the device has been rec'd for analysis. A visual inspection was performed on the returned unit, and photographic images were provided by the reporter. A review of the device history (DHR) was performed for the lot number rec'd. Results: per the DHR review there were no reworks, special conditions, or related nonconformance reports (ncrs) for this reported lot number. The lot met the process specifications, at release. At this time the results are pending the completion of the evaluation and investigation which is currently in process. Conclusions: once the investigation and device analysis are completed a f/u report will be submitted. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Fill volume: 550ml. Flow rate: unknown. Procedure: right total knee replacement. Continuous adductor canal with single shot femoral and anterior sciatic. Cathplace: right upper thigh. It was reported that around 16:00 on (B)(6) 2014 a bolus button was pushed and after an hour it had still not popped back up. The nurse swapped out the pump. The patient did fine after receiving the 2nd pump. No other medical intervention was required for this reported incident. It was reported that the bolus button popped back up immediately after the pump was disconnected from the patient.